Event description:
Pt heard a "creak" noise and felt a heavy crack when bending. Revision surgery found a collision-groove in the front of the central spine and small defects on both joint (articulating) surfaces.